Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Arjohuntleigh received a complaint where it was indicated that during the resident's transfer from the bed stitching inside of the yellow loop of the sling failed and the resident was quickly lowered back on the bed without injuries. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the sling and the minstrel lift were being used for patient handling at the time of the event. During our investigation the sling was found with yellow loop stitching inside loop failed and was found to not have been to specification. No information was received regarding the lift device which was used with this sling. The sling or system was in use at the time for patient care and it did not cause or contribute to an adverse event, but it is the focus of our report and investigation. Additionally, the same failure was reported for the other loop sling loose stitches were observed at several loops. However, this sling was not being used for patient handling at the time of the event but was found to not have been to specification. Tests carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meets the OEM specification. After reviewing the complaint it comes forward that the loop breakage appears most likely to occur as follows: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where the loop/sling becoming caught in an obstruction. This appears to be an indication of the loop being broken due to the application of outside force that causes the break. After this review, we can state the event outcome of the breaking off the loop, is not likely to happen when following the device labeling or the instructions for use (IFU). The sling is not likely to fail during the intended, correct use as described in the IFU, but that a failure can occur during a use error. We find it likely that the loop broke due to the loop suffering stress that is not likely to be encountered during on label use. We find this complaint to be reportable to the competent authorities based on the initial indications and in the abundance of caution.

Event description:
On 06 jan 2016 arjohuntleigh received a complaint where it was indicated that during the resident's transfer from the bed stitching inside of the yellow loop of the sling failed and the resident was quickly lowered back onto the bed. No injury were sustained as a consequence. The evidence provided confirmed the loop on the yellow attachment point had failed at the stitching in the sling involved in the event. Additionally, the same failure was reported for other loop sling - loose stitches were observed at several loops.